Event description:
It was reported that a pt, implanted with the crystalen hd500, developed astigmatism due to onset of z-syndrome one month post implantation. Prior to lens explantation the surgeon performed a yag but it was unsuccessful. The lens was explanted and replaced with a mono-focal lens approx 2 years after implant. The most current bcdva was reported as 20/20. Per the surgeon the pt's prognosis is good.

Manufacturer narrative:
The lens has not been returned to b+l for eval to the date. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.